Event description:
The customer's father reported via phone call that the customer had no delivery alarms with their infusion sets. Customer's blood glucose was 544 mg/dl. The customer has been treated with 2.51 units of insulin. The father also reported the no delivery alarm occurred when attempting to set up the reservoir. It was also found two of the customer's infusion sets became detached from their body. The father also reported the alarm occurred during a manual prime. The father was able to resolve the alarm by completing a set change. Troubleshooting did not occur at the time of the call. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.